Manufacturer narrative:
The device was returned for evaluation but has not yet been investigated. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 24.8 mmol/l (447 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks. A correction bolus was administered using the pod but it was unsuccessful at decreasing the patient's bg levels. It was then noted the cannula had become dislodged from the infusion site. A new pod was applied to treat the hyperglycemia. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned product was evaluated and performed as designed. A kink was noted in the cannula, however, it unknown when it occurred. Had it occurred during use, there would have been pressure buildup in the fluid path resulting in a rapid increase in pulse widths and/or an occlusion alarm being generated. No problems were found with the adhesive pad¿s ability to adhere. No issues were found that could be conclusively attributed to high bg (blood glucose) levels. Although no issues were noted, it could not be conclusively determined if the cannula had dislodged from the insertion site.